Manufacturer narrative:
Product analysis: analysis was able to confirm the reported unstable pacing rate. Analysis noted that the pacing rate was specifically unstable when set to 60 beats per minute. The interconnect flex and main printed circuit board (pcb) were working intermittently. Analysis also noted that two side bail covers and the ring cover were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited unstable pacing rate. Specifically, when set to 60 beats per minute (bpm), the rate would fluctuate between 40 bpm and 100 bpm. It was noted that the issue was identified during maintenance performed by the user facility. The epg was returned for service. There was no patient involvement.